Event description:
Healthcare provider reports: protime system inr results lower than ref lab. Protime inr with study poc machine was 1.5. Pt's inr therapeutic range: 2.0-3.0. Customer states they would have had to increase the warfarin dosage if the 1.5 result was accepted. No adverse event reported. No change in treatment reported.

Manufacturer narrative:
Itc complaint (B)(4). MFR awaiting product return for further evaluation.